Event description:
It was reported that at implant good threshold could not be achieved even after trying several positions and that the impedance was high. The lead was removed. It was further reported that the helix would not extend until after several turns, it extended in one time. No patient complications have ben reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the helix has a slight dent to it which may have contributed to the reported issue. There was blood in/on the helix mechanism. The lead was damaged at implant. Full lead returned and analyzed.